Event description:
"Bed lowered itself straight to ground and loud bang was heard by bystanders. No hospital staff found cause of bang. Both charge nurse, nurse and physician stated no injury happened to patient during this accident. No staff was witnesses to this accident." FDA safety report ID# (B)(4).